Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed the struts have perforated ivc wall into mesentery. One strut penetrates into the duodenum. Assessed as positive for small bowel perforation.

Event description:
On (B)(6)2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6)2018 a computed tomography (CT) scan revealed the struts have perforated ivc wall into mesentary. One strut penetrates into the duodenum. Assessed as positive for small bowel perforation. It was further reported that CT from (B)(6)2018 revealed there is an inferior vena cava filter with the superior margin of the filter located just above the superior margin of the left renal vein.

Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed the struts have perforated ivc wall into mesentery. One strut penetrates into the duodenum. Assessed as positive for small bowel perforation.